Manufacturer narrative:
Device passed the displacement, self test and passed the delivery accuracy test noted. No missing segment or partial display anomaly during test, however the lcd have anomaly due to cracked and bleeding lcd.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer¿s blood glucose level was 152 mg/dl at the time of incident. The customer reported that the insulin pump screen had issue. The customer reported that they had a black line under the time and battery sort of in the middle. The customer was advised to discontinue use of the pump and revert to backup plan per health care professional instructions. The customer was advised the pump will need to be replaced. The insulin pump will be returned for analysis.